Manufacturer narrative:
(B)(4). All received components were returned to carefusion and forwarded to the supplier for an evaluation. Per the supplier, evaluation is not possible due to the control and power terminal blocks inside of the camera housing were not returned so the necessary parts to test the camera are not available.

Event description:
The customer reported the camera is making a loud buzzing, moving back and forth in an attempt to focus, and is very hot to touch. Replacement was forwarded to the customer. There was no patient involvement, no harm to a user, and no property damage.